Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient"s esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm caused to the patient, no medical intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The defective device will be returned for investigation. There were two attempts to attach the capsule, and both attempts the delivery device was withdrawn and each time the capsule was still attached to the delivery device. All three attempts were calibrated and performed correctly. During the third attempt, the capsule attached, but the recorder failed to pick up the signal of the capsule after an hour and a half of troubleshooting.